Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted due to a z-syndrome. No other information was provided. Additional information has been requested, but it has not been received.

Manufacturer narrative:
The explanted lens was returned to bausch + lomb. Visual inspection found the optic has been cut in half. The cause of damage could not be determined. Functional and dimensional testing could not be performed due the damage; therefore, the product evaluation could not verify the reported failure mode. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. Based on available information, a root cause for the reported event could not be conclusively determined.